Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that a cardiosave intra-aortic balloon pump (iabp) was overheating during use on a patient. No patient harm or injury was reported. Getinge fse, was dispatched to evaluate the issue, getinge fse replaced the compressor scroll. The failure analysis and testing dept. Received compressor scroll with a reported unit failure of a system overtemperature. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part no failure confirmed. Retaining the part in the failure analysis and testing department per procedure rev.(B)(4). The failure analysis and testing dept. Received compressor scroll with a reported unit failure of a system overtemperature. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part no failure confirmed. Retaining the part in the failure analysis and testing department per procedure rev. (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) was overheating during use on a patient. No patient harm or injury was reported.